Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09948. It was reported that the patient presented for follow-up. Upon interrogation, noise was observed on the ventricular channel. Noise could not be reproduced in the clinic. No intervention was performed. The patient was in stable condition.